Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 7074792 brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 7074951 brand name: linear 3-6 upn: m365sc2366500 model: sc-2366-50 serial: (B)(6) batch: 7074876.

Event description:
It was reported that the patient developed an infection at the surgical incision sites. The patient's symptoms included purulent discharge. The patient was administered antibiotics and appears that the infection is getting better.